Event description:
Customer reported a malfunction alarm indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact cts again if any issues reappeared, which the customer acknowledged.